Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 11 months. Manufacturing evaluation conclusion: the report of driveline and external power disconnects could not be confirmed as there were no log files submitted for evaluation. Further, a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported rhabdomyolysis could not be conclusively established through this evaluation. The patient remains ongoing on (B)(4) and no further related issues have been reported at this time. The heartmate 3 lvas IFU lists psychiatric episode as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system and also lists psychosocial issues as a potential late post implant complication. This IFU also explains that the 11 volt lithium-ion backup battery inside the heartmate iii system controller provides enough power to run the implanted heartmate iii pump for at least 15 minutes if the main power source is disconnected or fails. Both the heartmate 3 lvas IFU and patient handbook warn that disconnecting the driveline from the system controller will result in loss of pump function and outline all system controller alarms as well as the appropriate actions associated with them. The patient handbook explicitly states, "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient disconnected the driveline. The longest disconnect reported was 6 minutes and 33 seconds in which there were also multiple episodes of external power disconnect lasting less than a minute. The patient presented with elevated creatine kinase. The patient was experiencing rhabdomyolysis secondary to self-medicating, and subsequently disconnected the driveline while in a "dream like" state. No further information was provided.